Manufacturer narrative:
The investigation determined the issue was resolved by the service actions. Medwatch fields d1-d4, g1, and g4 were updated.

Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 8000 c702 module. The initial result was 5.53 mg/dl. The repeat result was 7.91 mg/dl. The repeat on another analyzer was 7.74 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). A general reagent problem could be ruled out as the calibration and qc data were acceptable. The field service engineer replaced the rinse tube, adjusted the detergent level, cell wash/blank, performed mechanism checks, adjusted the rinse unit, and changed the detergent valve. He ran qc that passed. The investigation is ongoing.